Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys tsh assay results for several samples from one patient from cobas 8000 e 602 module serial number (B)(4). When the patient was tested for tsh on the siemens centaur, the results were lower, in the reference range of the assay, and fit with the clinical expectation of normal thyroid for this patient. Refer to the attachment to the medwatch for all patient data. The results were reported to the medical doctor. The patient was not adversely affected. Sample from the patient was submitted for investigation and all results were found slightly above the reference range and were comparable to the customer¿s results. A specific root cause could not be determined. No interfering factors could be identified in the sample. The results generated with assays from different manufacturers can vary based on the overall setup of the assays, the antibodies used, differences in reference materials and standardization methodology, and different glycosylation patterns that are recognized differently by assays from different manufacturers.